Manufacturer narrative:
A partial lead was returned for analysis in 1 segment. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal.

Event description:
Related manufacturer reference number: 2017865-2021-28453. Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The physician also decided to explant the right ventricular (rv) lead due to user concern regarding the rv lead. Patient presented in-clinic and both the implantable cardioverter defibrillator and the rv lead were explanted and replaced on (B)(6) 2021. No patient consequences were reported before, during, and after the intervention process.